Manufacturer narrative:
A certain® titanium large hexed screw (iunihg) was returned for investigation, see attached image a430 and a431 in the complaint. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the threads. Also, an associated product unk zb implant has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location and length of usage are unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient has a gold screw that has broken for the 1st time for this patient lot number can not be identified by customer or sales rep.